Event description:
The hcp reported that the pt expired. The pt had prialt added to dilaudid in the drug delivery system in 4/2005 with improvement in symptoms. In 7/2005, the prialt was increased and around that time the pt's family noted word recall difficulties; flat effect and aggression. In 7/2005, the pt began to experience extreme fatigue, anxiousness, depression, slowed speech; "a few hallucinations" and agitation. The dose was decreased in 8/2005 with some improvement in some of the symptoms. A week later the prialt was discontinued but it was 2.9 days before the prialt cleared the pump tubing and catheter. The pt was noted to be very lethargic and non-communicative. The family reported that the pt was sleeping most of the time and was not eating or drinking properly for approximately 6 days prior to their death two days later. The pt's concomitant medications included: dilaudid, duragesic patch, lorcet, lidoderm and wellbutrin. Intrathecal medications included: dilaudid, bupivicaine, clonidine and ketamine. The hcp reported that the pump was functioning well; there was no indication of pump malfunction. No autopsy was performed; the cause of death is unknown. The body was cremated.

Event description:
4/6/2005 - added prialt 1.2 mcg/day to dialaudid 4 mg/day. 4/20/2005 - prialt 2.4 mcg/day with dilaudid 3.5 mg/day. 5/4/2005 - prialt 3.6 mcg/day with dilaudid 3 mg/day. 6/2/2005 - prialt 4.8 mcg/day with dilaudid 2.5 mg/day. 7/7/2005 - prialt 4.92 mcg/day with dialaudid 2 mg/day. 8/1/2005 - prialt 2.4 mcg/day with dilaudid 2 mg/day. 8/8/2005 - d/c prialt; dilaudid 2 mg/day. Maximum doses of drugs previously administered via the pump intrathecally - dates are unknown: bupivacaine - 6.7 mg/day. Clonidine 792 mcg/day. Ketamine 106.6 mcg/day. Dilaudid 28.16 mg/day.